Event description:
The user facility reported a placement signal not reliable alarm occurred. Echocardigram confirmed proper positioning. Per the investigation team, the data confirms a potential malfunction of the optical bench lamp. The automated impella controller was requested to be returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.